Manufacturer narrative:
Evaluated one seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir did not leak and was not occluded. Evaluated five open/used reservoirs. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test. Reservoirs were filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a 7xx insulin pump. In conclusion the reservoirs do not leak and were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 400-500 mg/dl. No further details was given. The device will be returned for analysis.